Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient said their "pump was broken or out of fluid." The patient reported that they spent a week in the hospital with withdrawal symptoms. The patient reported that they are still experiencing withdrawal symptoms, but they are not as bad as they were. No further complications were reported.